Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). A revision procedure was performed and this lead was surgically abandoned. No additional adverse patient effects were reported.